Event description:
In 2001, customer service received a memo from the co's distributor in the u.k. Regarding a report from o.r. Mgr. O.r. Mgr had reported an incident that occurred in 2001 involving a pt of the surgeon. The pt underwent a bilateral l4-l5 spinal decompression for relief of spinal stenosis and rhizolysis. Anesthesia medications given during the procedure include: propofol 200, fentanyl100+100, atracurium 40, ephedrine 6, ondansetron 4, tenoxicam 20, isoflurance 1-2%. Just prior to closure 2 syringes of adcon-l were implanted and "5 to 10 minutes" later the pt "went into anaphylactic shock". Symptoms were described as "sudden onset hypotension (bp dropped to 60/?), no output detected, cardiac massage, edema ++". Pt was rushed to intensive care where they were able to revive pt. The length of time between the onset of the event and the resolutions were reported to be "10 minutes". The pt was kept in itu overnight for observation. At the present time, the pt's status is defined as "complete recovery".